Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's lcd was broken because the customer had fallen. No further information was provided.

Manufacturer narrative:
The pump powered up properly after battery installation. No missing segments, partial display or physical damage on the lcd glass noted. The pump was received with minor scratches on the lcd window, a cracked case and keypad overlay, as well as cracked battery tube threads.